Manufacturer narrative:
Chr correction reported event: an event regarding setting time involving a simplex cement mix was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections on the reported product could not be performed as the product was not returned. Product inspection on the retained products: visual inspection was performed as on (B)(6) 2021 while mixing the cement product. No unusual characteristics were observed during the mixing. It was also stated that the samples was seen to have a homogeneous appearance. Functional testing was performed on three of the retain samples of the reported lot to verify the doughing time, working time and setting time of the product. The laboratory report shows that the samples met the required specification for the test. Dimensional inspection: not performed and not relevant to this event which relates to the setting time of bone cement. Functional inspection: functional testing was performed on three of the retain samples of the reported lot to verify the doughing time, working time and setting time of the product. The attached laboratory report show that the samples met the required specification for the test. Material analysis: not performed and not relevant to this event which relates to the setting time of bone cement. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there have been 02 other similar events for the reported lot. Clinician review: no medical records were received for review with a clinical consultant. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as the exact setting time recorded and how the setting time recorded are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The cement begins to harden rapidly in two and a half minutes and approximately hardens in three minutes. I managed to insert the cement stem, but I couldn't insert it to the planned position. It was stored in a place out of direct sunlight, avoiding high temperature and humidity.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The cement begins to harden rapidly in two and a half minutes and approximately hardens in three minutes. I managed to insert the cement stem, but I couldn't insert it to the planned position. It was stored in a place out of direct sunlight, avoiding high temperature and humidity.